Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
Note: this report pertains to third of five resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, the clip as was able to grasp and close onto tissue. The clip was able to lock but would not properly detach from the catheter; even when opening and closing the handle repeatedly. They were clipping in the duodenum, when deploying the clip, trying to get the clip to release the clips were pulling of the defect. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.